Event description:
It was reported that a patient has an increase in seizures as well as a referral for generator replacement due to battery depletion. A battery life calculation reports that this generator is likely at eos but does not confirm a depleted battery. Later, an implant card was received indicating that the patient was replaced prophylactically. This contradicts the report that the patient's device was replaced due to complete battery depletion. Based on interrogation data from the manufacturer representative, it was determined that the generator was at 0-8% battery life at the time of replacement surgery. Therefore the generator was capable of providing stimulation when the increase in seizures were reported the explant generator has not been received by the manufacturer to date. No other relevant information has been received to date.